Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Viscoelastic was observed on the both sides of the lens. One haptic was broken-gusset area (not returned). The optic was broken at the optic/haptic junction area of the broken haptic. A qualified cartridge and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The reported broken haptic was observed. It cannot be verified that the lens was stuck in the cartridge as the lens was not returned in the reported condition. It is unknown if a qualified handpiece was used. The (IFU) instructions for use instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that during intraocular lens (iol) implantation, lens was stuck in cartridge and the haptic broke during insertion. There was no patient harm.